Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Kinks were observed in the imaging window assembly at 76 and 79 cm from femoral marker at the distal end. The telescope assembly was not able to properly pull back, advance, or retract. The sheath assembly was found to have the clear tubing detached from the blue tubing at the lap joint. This fully exposes the imaging core. During impedance testing, electrical open at proximal was observed. Full image characterization testing cannot be performed based on the returned condition of the catheter. Imaging core wind up and was broken off from the hub assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. The 75% stenosed unspecified target lesion was mildly tortuous and mildly calcified. During the percutaneous coronary intervention (pci), the physician repositioned the telescope of the opticross imaging catheter and then lost image occured. The imaging catheter was completely removed without damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the sheath was detached.